Event description:
The lay user/pt contacted lifescan in 2008, and alleged that her one touch ultralink meter was not powering on. The pt reported, that the alleged issue first occurred a day prior. As a result of the reported issue, she reportedly took a decreased dose of her humalog insulin (dose not provided). She also mentioned that she felt nauseous after the reported issue began. She was not tested on any other device, and did not receive/require medical attention. At the time of troubleshooting, it was verified that this was not a new product. Based on the info provided, there was no misuse of the product. The pt was using the correct test strips, and had replaced the battery, per the owner's manual. The condition of the battery was also good. However, the issue was not resolved when the power button was pressed or when a test strip was inserted all the way into the test strip port. This complaint is being reported because the alleged issue was not resolved with troubleshooting. The pt did not experience serious injury/adverse event. She did not receive any medical attention. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.